Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity s system, list number 06p16-01, manufacturing site abbott laboratories ((B)(4)), (B)(4) tx (B)(4), USA in section d of this report to alinity s hiv ag/ab combo reagent kit, list number 06p01-55, lot # 12175be00, manufacturing site abbott gmbh, max-planck-ring 2, (B)(4), deu. MDR number 3002809144-2020-00486 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
Patient identifier is sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional donor / patient information provided.

Event description:
The customer reported false reactive alinity s (B)(6) results on one donor. The results provided were: on (B)(6) 2020 sid (B)(6) initial = 13.27s/co (>/=1.00s/co = reactive) / second result = 1.65s/co / third result =0.10s/co (<1.00s/co = nonreactive). There was no reported impact to donor/patient management.